Manufacturer narrative:
((B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a f/u report.

Manufacturer narrative:
Conclusion: based on the limited information received with the patient report, eleven channels show high impedances. However additional information stated that the patient has access to sound again and that no trauma was reported. Despite several inquiries no further information has been received. It is concluded that the initial provided information was therefore inaccurate and that the device is working. This is a final report.

Event description:
In situ measurements show 11 electrode channels in status high. As per new information received the patient has access to sound now. No trauma has been reported.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
Device malfunction. No trauma has been reported.

Event description:
In situ measurements show 11 electrode channels in status high. No further info has been received at this point in time.